Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the guide wire coating peeled off. A 75cm .0 amplatz super stiff guidewire was selected for use; however, the coating was coming off and the spring coil was unravelling. No patient complications were reported.